Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, this subcutaneous implantable cardioverter defibrillator (s-ICD) was interrogated and found to be in magnetic resonance imaging (MRI) mode. Data analysis sent for review indicated the s-ICD entered into MRI mode due to a poor telemetry condition. After a period of 24 hours, the s-ICD will exit MRI mode. No changes were made and the s-ICD remains implanted and in service. No adverse patient effects were reported.